Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with feelings of "heart racing". The right atrial (ra) lead exhibited possible intermittent far field r-wave (ffrw) oversensing. It was noted that there was a possible false atrial tachycardia/atrial fibrillation (at/af). The lead remains in use. No further patient complications have been reported as a result of this event.